Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomaly was noted. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube cracked battery tube threads, a severely scratched display window, and a shifted end cap sticker.

Event description:
It was reported the insulin pump had a display anomaly. Customer did not know current blood glucose level. No further information reported.